Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event (system shutting down) was not replicated. A probe was found to be non-conforming, however, the supervisor module printed circuit board (pcb) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was found to meet specifications. The system was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. The returned sample was not evaluated as it was replaced as a preventative measure. The root cause of the reported event of system message (sm) can be attributed to a nonconforming probe. The system was found to meet specifications; therefore, the root cause of the reported event of the system shutting down unexpectedly cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, a system message displayed when using two different probes. It was also reported that the system shut down on its own twice. Additional information was requested, however, the customer refused to provide further details.